Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the reported issue of no image was not reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus by the field service engineer for evaluation and the customer¿s allegation was confirmed and was due to cable deterioration, no signal. Additional findings were that all switches did not work. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported on behalf of the customer that the 4k camera head had no image and sometimes showed error e222 (scope communication error) during the intended therapeutic procedure. The intended procedure was completed with another similar device. The fse made an onsite visit and did not find any issues with the device. There were no reports of patient harm or impact associated with the reported event.